Event description:
It was reported the external pulse generator (epg) appeared to have been dropped and the lower display was cracked. The epg was returned for repair and subsequently tested out of specification during the manufacturer's analysis. . No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display was broken. Analysis also found that the printed circuit board was out of electrical specification and the battery contacts were compressed. The upper case, both bail covers and ring cover were broken. The ring was missing.